Event description:
It was reported that this system was exhibiting loss of capture (loc). Technical services (ts) suggested reprogramming options. No additional adverse patient effects were reported. This system remains in service.